Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated, and there was blood on the distal conductor of the lead and it was not obstructed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. It is likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed. The full lead that was returned was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿sudden decrease in sensing¿ described in the event. Although explant damage, including spin, was observed, there were no anomalies that were observed that would contribute to ¿sudden decrease in sensing¿ described in the event, and all electrical testing was within specified parameters. In addition a fracture or insulation breach was not observed.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden decrease in sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.